Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient's contact reported the ilet was cracked. The highest blood glucose (bg) level reported was 412 mg/dl. The agent arranged replacement. The patient was unable to announce meal due to issue and switched to multiple daily injections (mdi). Ketones tested negative. The patient experienced thirst during the event. No medical intervention required.